Event description:
A medtronic rep reported a cut optical chain communication cable on a demo system while it was being evaluated in house. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt info provided, no pt was present. The cable which connects the system control unit to the position sensor unit in the s7 system was replaced. Suspect cable was from lot# 110322. The outer jacket of the cable had been pinched and cut, exposing internal wires. However, the cable passed continuity test with no opens/shorts detected.